Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 off bus and won¿t recover and lots of paper that was stuffed in rear as well and removed with knife. A field service engineer reseated all cables on primary controller board and drawer controller board and replaced the primary controller board to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hardware failed and device was not detected on the bus, which caused delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.